Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged moisture damage to the pump after swimming. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and flex cable. The following were noted during visual inspection: cracked keypad overlay, scratched case and scratched lcd window. The pump passed the displacement test and self test. In summary, exposed to moisture confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and there was fluid under the display. No harm requiring medical intervention was reported. The device will be returned for analysis.